Event description:
The customer reported experiencing high blood glucose for the past week, and she has changed the infusion set several times over the past 36 hours. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and found that the cannula was bent. Performed a high pressure test many times and the insulin pump failed the test. Advised the customer that she needs a replacement of the insulin pup and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.